Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 353-354 mg/dl. Customer declined to further troubleshoot with tandem technical support.